Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and eleven months later, computed tomography scan of abdomen and pelvis without contrast was performed, and result showed that the superior extent of the inferior vena cava filter was at superior vertebral body and the inferior extent was at disc. A total of 6 prongs have perforated through inferior vena cava. Maximum distance prongs perforated through inferior vena cava was 7.25 mm. Coronal images showed 7.16-degree tilt left to right and sagittal images showed 2.31-degree tilt anterior posterior. Diameter of inferior vena cava directly above filter was 28.04 mm × 18.23 mm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately eight years and eleven months post filter deployment, a computed tomography (CT) revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.